Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, (B)(4) (con): week prior to the report the patient started feeling acid coming up through the throat, bad indigestion, and their stomach swelling again. No further complications were reported/anticipated.

Manufacturer narrative:
Review of additional information shows that the battery was dead. This is an expected function of the device and a return of symptoms would be an expected result of a depleted battery. There were no allegations made against the longevity of the battery. Therefore this event is no longer a reportable event. Evaluation code conclusion is no longer applicable to this event.

Event description:
Additional information from the patient reported that the battery was dead. The patient noted that the symptoms were gone even though the battery was gone. They had a follow up appointment with their hcp on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.